Event description:
It was reported that a navigation enabled serrato/es2/xia 3 cannulated driver disengaged from the screw during placement at s1. This altered the trajectory of the screw and made the screw hole too large. The surgeon opted to place a screw in the left iliac bone instead. The procedure was completed successfully with a 20-minute surgical delay and no reported adverse consequence to the patient.